Event description:
The customer reported her blood glucose reached 450 mg/dl and she decided to remove the pod. She stated the needle never retract back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (fail to retracted), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product and the product lot met all acceptance criteria.